Manufacturer narrative:
Product ID 7435, serial# (B)(4); product type programmer, patient product ID 7 48910, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3093-33, lot# v266474, implanted: 2009 (B)(6); product type lead product ID 3093-33, lot# v260716, implanted: 2009 (B)(6); product type lead product ID 748910, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).

Event description:
Additional information received noted that appointment date (B)(6) was noted. By the statement: the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative, it was noted "maybe" with a question mark.

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. It was also noted that the patient's left hip was sore and that is the same side in which her implantable neurostimulator (ins) is placed. The patient did bump into things all the time. The patient had lost about 30lbs, down from (B)(6) and as a result her hip wasn't as sore. It was noted that the symptoms occurred following a fall. The patient falls down quite a few times. The patient was told the battery would last 10 years. The last time the patient saw her previous physician was in 2009-2010. The patient was scheduled to see new hcp (healthcare provider) later in (B)(6). If additional information is received, a follow up report will be sent.